Event description:
Customer reports that a pt tested 14 mg/dl on the device while a different professional device read 418 mg/dl. No action was taken based on device result. No adverse event reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device, however, customer declined.